Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ insulin syringe with needle there was an issue with foreign matter. There was no report of medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (14) 1cc, 8mm, 31g walgreens syringes in open poly bags from lot # 8022828. Customer states that there are little, black particles inside the syringe, the stopper is deformed and some of the needles are causing a reaction on her skin. All returned syringes were examined and no foreign matter was observed in any of the samples and no stopper was observed to be deformed. All returned syringes were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. A review of the device history record was completed for batch # 8022828. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (inside syringe), stopper damaged/disfigured and harm (reaction) on lot # 8022828. Based on the samples / photo(s) received the investigation concluded a root cause was unconfirmed. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd¿ insulin syringe with needle there was an issue with foreign matter. There was no report of medical intervention.

Event description:
It was reported with the use of the bd¿ insulin syringe with needle there was an issue with foreign matter. There was no report of medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8022828. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200738218] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (inside syringe), stopper damaged/disfigured and harm (reaction) on lot # 8022828. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.